Event description:
Patient with a becker system for ventriculostomy and it was leaking csf [cerebrospinal fluid] from the tubing from the drainage chamber. This should be a closed system with no leaking.